Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4)) is leaking. Preventive maintenance was also requested. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(4)) is leaking" was not confirmed during functional testing or during the event log review. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. Upon review of the event log, no irregularities were found. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues. The system is working without fault and no leakage in the system could be found. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.